Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of instrument does not close anymore. There was no trouble found. The instrument was placed on an in-house da vinci system and driven. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Failure analysis investigation found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the prograsp forceps instrument does not close anymore due to the control wheel not closing. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.